Event description:
On 6/25/87 one malleable cylinder was implanted due to previous erosion from a non ams device. On 9/02/97 the one mallealbe cylinder was removed from the pt and an entire malleable device was implanted. Ams has requested additional info.